Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the target lesion was in the mid lad with moderate tortuosity, moderate calcification and 90% stenosis. After the 3.0 x 15 vision was deployed, a dissection was observed at the distal part of lesion. A 2.5 x 8 pixel was deployed to treat the dissection. The lesion was then post-dilated with a 3.0 x 15 vision and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information; however, the device was not returned to abbott vascular for analysis. It was reported that after the 3.0 x 15 vision was deployed, a dissection occurred. Dissection, as listed in the instructions for use, is a known adverse event associated with coronary stening. The lot history record was reviewed and no non-conforming material reports were issued for this part/lot number combination. In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part/lot number combination. There does not appear to be a product quality issue.